Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that it seemed like the patient was not getting the boluses they should be getting because when they try to bolus, the handset lags at 90% for a really long time and then they can't get all of the boluses. They have had nothing but problems with it for "like 6 years." They were assisted in deleting the data and were able to connect to the pump with no lag. Per the ptm bolus duration: 1 lockout 3 hours dri 8/24 max 8 per day.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a patient representative stated when they were trying to bolus, the handset lags at 90% for "like 4 min" again. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient will call back when they need further assistance.